Manufacturer narrative:
Submit date: 2/27/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports missing barrel print. No patient involvement.

Manufacturer narrative:
An investigation of the reported condition of missing print for item 5551775009 was performed. The customer reported missing barrel print. The sample will not be returned however the customer provided a picture of the single syringe. It is a fully formed barrel with no print. A device history record (DHR) review was performed for lot 627422x. During production there were (B)(4) barrels visually inspected physically inspected with (B)(4) defects noted in either category. During the root cause investigation of that report, it was found that there was a gap in the hopper rail between the barrel hopper of unprinted barrels to the printer. These barrels, if in a certain position, could completely fit between the rail and fall out of the process. Because of the process flow, it was also possible that the unprinted barrels that fell from the process could land in the shipper of printed product. As a corrective action, a collection plate was added to the process to eliminate the barrels falling from the process. Lot 627422x was produced prior to the corrective action. (B)(4). The customer reported only 1 barrel with no print was found. This would be acceptable per the aql sampling plan. A corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.